Event description:
The pt experienced a burning sensation over her implantable neurostimulator (ins). She was working with x-ray equipment and when she left work she could hardly walk due to the pain and the "burning hot temperature" she felt over her ins. The pain subsided the next day but she still felt discomfort while walking. The pt also noted that her ins was implanted incorrectly. She turned her ins off for "a long time." Now the ins causes her urine to "wiggle" when she uses the bathroom. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).